Manufacturer narrative:
The vessel sealer instrument involved with the reported event has not be returned to isi for evaluation. Isi has reviewed the site's system logs and the surgeon's procedure history with a procedure date of (B)(6) 2017. The surgeon's procedure history reveals that the surgeon performed two da vinci-assisted surgical procedures that day. However, it is unknown which surgical procedure is involved with the reported event. No related system errors were found to have occurred during the two surgical procedures based on the system logs. Also, no complaints were reported to isi involving the two vessel sealer instruments (part 480322-07; lot 's m11170520-0088 and m11170520-0168) that were used during the surgical procedures. Based on the information provided, this complaint is being reported due to the following conclusion: the plaintiff's attorney claimed that the vessel sealer instrument allegedly did not seal, the patient lost 800 ml of blood, and the patient received a blood transfusion and was hospitalized extra days. However, at this time, the root cause of the reported instrument issue is unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted colectomy procedure on (B)(6) 2017. The plaintiff's attorney alleges that the robotic arm cut the ileocolic vessel, however the vessel sealer did not seal, and the surgeon lost control of the artery. The plaintiff's attorney also claims that the surgeon had to open up the patient's abdomen to undock the robot. In addition, the patient allegedly lost 800 ml of blood, had to undergo a blood transfusion, and was hospitalized extra days. On (B)(6) 2018, the plaintiff's attorney provided additional legal records alleging the following: robotic laparoscopic converted to an open right hemicolectomy, 1l bleeding due to robotic vessel sealer poorly sealing the ileocolic artery, converted to open and massive transfusion surgery - 5u prbc, 2u ffp and 1u plt, hypotensive for 15 minutes at 60/30, acute blood loss anemia, and postoperative ileus nausea and vomiting. The plaintiff's attorney also provided additional medical records. A chest radiograph was performed on (B)(6) 2017 and an abdominal radiograph was performed on (B)(6) 2017. The discharge summary indicated that the patient experienced post-operative hypernatremia and post-operative ileus. The patient was discharged on (B)(6) 2017. At that time, the patient was ambulating without assistance, tolerating a regular diet, and reporting adequate pain control. On (B)(6) 2017, the patient had a post-operative follow-up visit. The patient was noted to be doing well post-operatively. Isi was also provided with the operative report. The patient's pre-operative and post-operative diagnosis was an unresectable colon mass. During the surgical procedure, the surgeon noted the following: once I isolated, the ileocolic vessels, I then took down the ileocolic vessels with the vessel sealer. Unfortunately, the vessel sealer did not seal so I lost control of the ileocolic artery. I tried to get control, but I could not get control of it. Therefore, I emergently had to open up the abdomen. The surgeon was able to gain control of ileocolic vessel via open surgery. After anesthesia was able to get caught up with fluids and blood products, the patient was no longer bleeding and the surgeon tied down the ileocolic vessel with 3-0 vicryl ties. The surgeon was then able to complete the surgical procedure via open surgery. The surgeon noted that the patient tolerated the procedure well. At the conclusion of the surgical procedure, the patient was extubated and taken to the pacu in stable condition.